Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted to have occurred seven time on the lifetime fvt episode counter due to apparent oversensing of high frequency noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was apparent oversensing of high frequency noise on an episode of fast ventricular tachycardia (fvt). The patient reported being symptomatic. The device remains in use. No patient complications have been reported as a result of this event.